Event description:
It was reported by the sales rep stating that her customer st holster keeps giving consistent l3-017 error codes. There was no pt consequence reported. Holster returning for service.